Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per instructions. The pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 01/07/2023 customer reported a blank display after replacing the battery. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, cracked middle (enter) keypad button. Unit passed rewind, sleep current measurement, active current measurement, and self tests; it failed prime/seating test since loading stops prematurely. Unable to perform the displacement test due to the loading anomaly. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms that the following alarms/alerts occurred around the event date: 104=low battery occurred (B)(6) 2022 09:35:00; 58=failed battery test occurred (B)(6) 2022 19:57:51.000; 73=change battery occurred (B)(6) 2022 19:06:00. The case was cut open. After visual inspection, there is corrosion on/around the following: keypad flex cable terminal; pcba1--j7, j6, j5, j1, u2, components located at the top of the back side of the board, back of the lcd screen; pcba2--j1, lcd flex cable terminal; home motor switch, force sensor, motor flex cable terminal. The force sensor zero offset measured out of spec = 39.3 mv. In summary, customer¿s report of a blank display was not confirmed during testing. The loading anomaly is due to the moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.